Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text: see section h.10.

Event description:
It was reported that a deformed syringe was found before use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "customer reported that syringe was malformed where the needle is introduced into the syringe. Customer reported that syringe was bent and "oval" shaped and he could not get a good seal in between the needle and the syringe."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. PMA / 510(k)#: k980987 or k151766. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a deformed syringe was found before use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "customer reported that syringe was malformed where the needle is introduced into the syringe. Customer reported that syringe was bent and "oval" shaped and he could not get a good seal in between the needle and the syringe."